Event description:
It was reported that during a laparoscopic sigmoid colectomy a piece of the foam in the jaws of the device flaked off into the pt. The single piece was removed with a hemostat. The physician continued using the device for the remainder of the procedure without incident. There was no injury to the pt.

Manufacturer narrative:
Final device investigation found no part of the tissue pad was missing. The pad had a slight groove but was not melted through. There was no evidence of other foam in the jaws. The device passed all functional testing.